Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during incoming functional testing the device failed step 1008 (10 millivolt atrial sensitivity) and step 1009 (5 millisecond atrial frequency response) though it was noted that the failures were rerun ten times each and then all passed. During analysis, it was also noted that the upper case, two side bail covers and the ring cover were broken, that the lower case and the lead flex cover were broken and contaminated, the battery release, battery drawer, keyboard pad, main printed circuit board, liquid crystal display and battery flex were contaminated, the battery contacts were compressed and the two side bails and the ring were missing. The device was to be scrapped in-house. (B)(4).